Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after removing two stones, an ngage nitinol stone extractor's basket broke upon removal of a third stone. A new same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested.

Manufacturer narrative:
Event summary: as reported, after removing two stones, an ngage nitinol stone extractor's basket broke upon removal of a third stone. A new same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation in an opened pouch without the shipping tray. Only the basket sheath and basket assembly were returned; the device handle had separated and was not returned. The cannulated handle (the proximal end of the basket assembly) was severely bent in two locations. The yellow support sheath may have been partially cut away. The basket assembly could be manually actuated. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause of the reported event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.